Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that a visual and functional inspection was performed by an unidentified individual of advanced care hospital. A visual and functional inspection was allegedly performed by an unidentified individual of advanced care hospital.